Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-04893 / 04894).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately three years post-implantation due to patient allegations of unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The previous reports were forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a acetabular cup catalog#: us157854 lot#: 669980, m2a magnum femoral head catalog#: 157448 lot#: 468330, m2a magnum taper adapter catalog#: 139252 lot#: 199260. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately three years post-implantation due to patient allegations of unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a revision procedure approximately three years post-implantation due to pain and infection. During the procedure, the stem in excessive anteversion. All components were removed and replaced with cement spacers. No additional patient consequences were reported.